Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The physician intended to implant a non-porous stem but mistakenly implanted a porous stem into the patient. The surgeon decided to replace it during the procedure, removing the stem and reinserting other stem of the intended size. Because it was a cemented stem, removal took time, extending the surgery by two hours. The patient's blood loss also increased, requiring a blood transfusion.